Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photographs for the device related to the reported event of capsular contracture, cyst were reviewed on mar 10, 2021 visual analysis of the photographs identified: device patch with lot number 2451839, brown particle material on the shell, white tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and cyst.

Event description:
Healthcare professional reported capsular contracture baker grade iii and cyst on left side. The device has been explanted.